Event description:
It was reported from a transplantation facility that, when processing a unit of thawed frozen cord blood in preparation of transplant, the supernatant bag component of the device (1700 rpm, 20 min at 4oc) leaked 75 ml out of a small hole in the bag into the centrifuge bag. The original bag was processed separately from the supernatant (centrifuge speed 1200 rpm, 15 min at 4 degrees c). The cells that leaked into the centrifuge bag were not processed or infused. The original bag was called bag a and the supernatnat bag was called bag b. Bag a's tnc was 671.6 x 106, bag b's tnc was 139.2 x 106. The dose from bag a was 0.06x 108 nc/kg and the dose from bag b was 0.01 x 108 nc/kg. The recovery of both bags together was 51%. The products were infused separately and a gram stain was not done per medical director at 12:30pm. The cord blood in bag a and the remaining contents of bag b were released, and transplanted into the intended recipient. The volume of cord blood that leaked out into the centrifuge bag was not transplanted. A sterility test of bag b resulted in no growth. A blood culture of the recipient was performed, resulting in no growth. Examination of bag b revealed a tiny hole in a side seam 2/3 the way down from the top of the bag (with ports). No further action was taken because of the inability to identify the cause of the hole. No adverse reaction to the transplantation was observed. At a subsequent time, the recipient died of causes that were not reported.

Manufacturer narrative:
Device evaluation begun , but not yet completed.